Event description:
The facility's biomedical engineer reported an infusion pump with an 808:02 failure code. The biomed reported to the baxter service facility that this pump was not involved in a patient incident this time or since last service by baxter.